Event description:
Pt spontaneously reports that she fell asleep at 3:30pm and woke up between 4 and 5pm to a non­ disposable alarm on her legacy pump with serial number (B)(6). This pump had not been infusing for an unknown amount of time. She stated she took the filled cartridge, placed it on backup pump, and infused on backup pump. Pump rate continued at 91 ml/24hr, dose of 35.5 nkm. She began to feel dizzy, chest pain, and flushing. Nurse on call advised pt may take 2 to 3 hours to return to state prior to missing dose. Pt should take blood pressures to assess condition. Pt reported starting to experience a headache and had trouble breathing while speaking with us. We relayed the info to the on call md. Pump replacement to be sent. She has a third pump on hand that is due for return. Product lot number and expiration date were systematically retrieved from the dispensing system. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion set flow rate and volume delivered are unk. Position of the pump when event occurred is unk. No add'l info, details, or dates available. No further info, details, or dates available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Yes; is the actual product available for investigation? Yes; did we replace the product? Yes; did the pt ave a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes; what is the outcome of the event? Ongoing. Reported to cvs/caremark by pt/caregiver.